Event description:
According to the neuro charge nurse, after the pt was draped, something moved. Under the drape, doctors repinned the device to the patient in case the pins had slipped. Three devices were in use during the procedure, and since it is unknown by the user facility which of the three devices may have caused the reported incident, the skull clamp, the swivel adapter and the base unit were returned for eval and if necessary, repaired. Add'l info was requested from the hosp. No pt injury has been reported.